Event description:
The remb electric wiredriver was sent for service and it was found by the repair floor that debris is coming out of the front end of the device while the device is running.

Manufacturer narrative:
Failure analysis is in progress: additional information will be submitted once the quality investigation is completed.